Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The unit in its received condition permitted power up, navigation, and pump run; however, has limited keypad operation due to intermittent operation of the #7 key. This is caused by a failed keypad. The remaining keys were tested and were found to be functioning as expected. The keypad will be replaced.

Event description:
It was reported that a pump keypad has an inoperable bottom row of keys. The customer stated the #7, #8, and #9 keys are inoperable. The customer stated there was no pt injury.